Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set leaked. This event occurred during a patient infusion with carboplatin, a chemotherapy drug. There were no details about where the set was leaking from. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation fully primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No cuts, holes, or tears were noted in the tubing, and both solvent connections appeared to be intact. Functional testing was performed by squeezing the drip chamber with no issues or leaks noted. Further testing could not be performed due to the sample being contaminated with chemotherapy solution. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.